Manufacturer narrative:
The head is broken at the neck weld. There is only one complaint for this product. The inspection record was reviewed and says the product meets specifications.

Event description:
During an ankle arthrodesis, while surgeon was burring bone on the right midfoot, the bur tip broke off in the patient's foot. The doctor did not try to move the broken piece. There was no follow-up treatment.